Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter. Customer stated that they received lost sensor signal. Customer stated that the event was resolved by changing the sensor. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for the analysis.

Manufacturer narrative:
On (B)(6) 2022 customer alleged sensor strip was shorter than usual and loss communication. Following our received of the one returned used sensor performed visual inspection and found sensor electrode broken, half of the sensor electrode was missing. See attachment file for details. Unable to continue to test for lost sensor alarm. In summary; the customer complaint of sensor shorter electrode was confirmed but not the loss communication anomaly.